Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented in-clinic after receiving a notification. Upon interrogation rv to svc showed increased impedance. Programming and a chest x-ray were suggested. Dft and further actions will be discussed with physician. The patient was stable and will continue to be monitored. No further information is available.